Event description:
It was reported that the patient experienced adhesive issues with three infusion sets, which fell off during use resulted in hyperglycemia. The patient treated the elevated blood glucose with a correction injection. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number; reporting site: 8021545. Manufacturing site: 3003442380.